Event description:
It was reported that the patient experienced a suspected cardiac perforation from the right ventricular (rv) lead and pericardial ef fusion. The me performed a chest x-ray, computed tomography scan and pacemaker check. As a result, the amount of pericardial fluid accumulating is not enough that a drainage surgery is required to be performed and there was no change in the pacemaker data. The chest x-ray showed that the screw appears to be protruding from the cardiac shadow, but this cannot be confirmed as it has not been compared with the previous data. No treatment was performed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5086mri45 lead implanted (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.